Event description:
It was reported that during a post operative device check the patient felt jumping in her chest. A computerized tomography scan was preformed and it was determined the lead had perforated. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.